Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. It was stated that the customer took a 20 units of humalog through a manual injection, and by the time she got to the hospital her blood glucose was 498mg/dl. The caller stated that the insulin pump alarmed no delivery and the cannula was kinked, but she did not change the infusion set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.